Event description:
After a battery had been inserted into the idrivec, the clamp shaft rotated continuously until the close button was pressed. After this, there was no response from the device when the close button was pressed. Another idrivec was successfully used to complete the procedure.

Manufacturer narrative:
The returned idrivec was visually and functionally evaluated. When a battery was inserted, the clamp shaft rotated continuously as had been reported. The device was disassembled ,and it was determined that one of the hall effect sensors was defective. This was the root cause of the reported complaint. The issue is not common, and has been noted.